Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reportedly, the basal history did not match the active basal program. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/20/2016 with the following findings: a review of the pump histories indicated that the last basal and bolus delivery occurred on (B)(6) 2016. The pump history showed a manual suspend on 06/05/2016 at 09:27 and a manual resume the same day at 09:42. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with a 2unit per hour basal rate. At the end of testing, the basal history correctly showed 2units per hour and the total daily dose history correctly showed 48 total units. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions and no errors, alarms, or warnings occurred during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).